Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was undersensing due to atrial events falling into the blanking period resulting in premature termination of arrhythmia episodes. The ipg remains in use. No patient complications have been reported as a result of this event.